Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was at battery low and needs replacement. Boston scientific technical services (ts) recommended patient to call back the person left the message. The device remains in service. No adverse patient effects were reported.